Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (232325757); product type; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured aneurysm at right c7 with a max diameter of 6 mm and a 5 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The access vessel was the femoral artery, with 4mm diameter. The landing zone was 3 mm distally and 4.1 mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that after the catheter was hydrated normally, it was smoothly advanced over the guidewire for superselective catheterization to the m2 segment. The flow-diverting stent was then hydrated and delivered through the catheter to the distal end of m1. The catheter was withdrawn to expose approximately 10 mm of the proximal end of the stent, but the proximal end did not open. The catheter was further withdrawn by about 15 mm, and partial opening of the stent was observed. Slow traction was then applied for anchoring, during which the stent fully opened. After it was smoothly pulled back to the desired position, deployment of the middle segment of the stent was started. However, because the proximal end of the stent slipped during deployment, retrieval of the stent for redeployment was planned. Repeated attempts failed to retrieve the stent, so it was decided to withdraw both the catheter and the flow-diverting stent from the body. Even outside the body, the stent still could not be retrieved and had to be pushed out. A new catheter and stent were then used to complete the procedure. The angiographic result post procedure showed vessel patent, with slowed blo od flow into the aneurysm. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.